Event description:
It was reported in via fax, that the surgeon reported, the target device has a too much play and shakes. Furthermore, the screw thread of the locking screw is damaged. The operation has been delayed by thirty minutes but there were no adverse consequences for the patient. The desired operation result could be achieved.

Manufacturer narrative:
Device will not be returned. If the device or additional information is received, will be submitted on a supplemental report.